Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy, a reload discharged the staple incompletely, surgeon saw bleeding and realized the staples had formed incompletely. Procedure completed with hemoclips and like device to finish procedure. There was no patient consequence.